Manufacturer narrative:
Additional data: b5: the lens was explanted due to excessive vaulting and grade 2 angle nasallly and temporaly superiorly. The lens was exchanged for a shorter lens and the problem was resolved. Post-op the pateint had blurry vision. The cause of the event was unknown. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -14.00/+2.5/066 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2020. The lens was explanted and exchanged on (B)(6) 2020 due to being too long. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.